Manufacturer narrative:
Per failure analysis results, the root cause was attributed to an issue with the instrument interface (iif).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the customer reported complaint during in-house testing. The unit that was placed on a system and was run in normal mode. The instrument interface (iif) was not responding at the proper time was found to be the root cause of the reported event. During visual inspection, the unit had no significant scratches or dents. The front bezel was in decent condition. The c-83 faults occurred after powered on for 15 minutes.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the erbe generator stopped operating suddenly and a " contact customer service" message was displayed on the screen. The user replaced the erbe generator with a third-party generator to continue and complete the procedure. The tse reviewed the system error logs and confirmed the occurrence of errors 4-89 and c-83.